Event description:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on efficia dfm 100 defibrillator monitor indicating that the device is working extremely slowly. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The fse evaluated the device onsite and determined that the system application was running very slowly and that all functions were not working properly due to a defective processor pca (printed circuit assembly). After installing a new mainboard, the issue was resolved, and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the reported problem was determined to be caused by a defective processor pca. The root cause of which could not be determined. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The processor pca was replaced to resolve the issue, and the device was back to service. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.